Manufacturer narrative:
The issue and was able to confirm. The fse noticed that 2 of the clips holding up the carm were loose, up to a point that they could be easily moved by hand. There was also a large amount of dirt collected near the crack. The customer did not use the system until the railing was replaced. On (B)(6) 2017 the fse returned to replace the railing. During this the fse noticed all the bolts holding up both rails were loose. The nylock material inside the bolts, which is designed to keep the bolts tightened, had disintegrated, causing the bolts to allow movement when this is not requested. The fse replaced the rails with and left the system in working order. A philisp subject matter expert investigated the supplied data and concluded the reported issue is not common and certainly not a structural issue. This was most likely caused by local circumstances (e.g. Alignment, cleaning). The fse took the correct action by replacing the rails. No further action is required. In the philips, planned maintenance ceiling rails, the following is documented: 1. Clean the ceiling rails track. - insufficient cleaning can result in clots of dirt, which influences the performance of the longitudinal movements. 2. Examine the ceiling rails for signs of wear. - too much wear can mean that the bearings of the ceiling carriage of the stand are set too tight and need adjustment. - if wear caused indentations on the bearing running surface, this will cause a movement distortion through the track bearings. Use an applicable abrasive (emery) paper to make indentations even. 3. If the system has a longitudinal brake strip: - examine the fixation of the longitudinal brake strip. - clean the brake strip with alcohol. The fse noted that the customer has a cooperation contract since warranty; meaning that the customer only receives remote support from philips and do planned maintenance on the systems themselves. It is the customers responsibility to check and clean the rails and bolts submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion. On june 14 2017,a philips field engineer went on site to investigate the issue and was able to confirm. The fse noticed that 2 of the clips holding up the c-arm were loose, up to a point that they could be easily moved by hand. There was also a large amount of dirt collected near the crack. The customer did not use the system until the railing was replaced. On june 21 2017 the fse returned to replace the railing. During this the fse noticed all the bolts holding up both rails were loose. The nylock material inside the bolts, which is designed to keep the bolts tightened, had disintegrated, causing the bolts to allow movement when this is not requested. The fse replaced the rails with and left the system in working order. A philips subject matter expert investigated the supplied data and concluded the reported issue is not common and certainly not a structural issue. This was most likely caused by local circumstances (e.g. Alignment, cleaning). The fse took the correct action by replacing the rails. No further action is required. In the philips, planned maintenance ceiling rails, the following is documented: 1. Clean the ceiling rails track. - insufficient cleaning can result in clots of dirt, which influences the performance of the longitudinal movements. 2. Examine the ceiling rails for signs of wear. - too much wear can mean that the bearings of the ceiling carriage of the stand are set too tight and need adjustment. - if wear caused indentations on the bearing running surface, this will cause a movement distortion through the track bearings. Use an applicable abrasive (emery) paper to make indentations even. 3. If the system has a longitudinal brake strip: - examine the fixation of the longitudinal brake strip. - clean the brake strip with alcohol. The fse noted that the customer has a cooperation contract since warranty; meaning that the customer only receives remote support from philips and do planned maintenance on the systems themselves. It is the customers responsibility to check and clean the rails and bolts. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Philips is in process to obtain more information about the reported event when the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer reported to philips that while performing a case the clea stand was having difficulty moving in and out of it's park position. Upon further observation, it was noticed that the doctors side rail had a large split in the area of the rail that the clea stand bearing rides on. Philips field service engineers came in and discovered that two of the clips holding up the clea stand, were loose, to a point that they could be moved side to side easily by hand and upon replacing the rails they discovered that all the bolts holding up both rails were loose. Procedure outcome:completed.